Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's replacement was done and good impedances were confirmed. It was thought the interference may have been caused by a cardiac monitoring device.

Event description:
It was reported that a longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The patient had seen an elective replacement indicator (eri) message 2 months prior to this report. The patient wanted to know how much longer the ins would last. The settings were as follows: 5.7 volts, 360 microseconds, 80 hertz, 492 ohms. Longevity was calculated at about 10 months. It was noted that the patient had been using the ins 24 hours a day before the eri. If used 12 hours a day, it would be about 19 months. This was noted to line up with what was occurring but when the battery voltage was checked, it was at 2.925 volts which was noted to be a significant bounce back. It was mentioned that the patient had a pacemaker put in and had the device shut off for at least a week prior to (B)(6) 2015. The ins had just been turned back on the day of this report. Impedances were checked to see if there was a possible short. With 0 as a reference, the lowest was 755 ohms and the highest was greater than 10000 ohms (contact 4). With 4 as a reference, all were greater than 10000 ohms. With 5 as a reference, the lowest was 755 ohms and the highest was 1222 ohms (besides 4). With 11 as a reference, the lowest was 803 ohms and the highest was 1291 ohms (besides 4). Follow-up determined that the patient symptoms were a lack of stimulation and a return of pain. The patient had been in continuous mode and the cause of the impedance issue was unknown. The patient was receiving effective therapy but the eri was still showing. The patient was due to be replaced on (B)(6) 2015-. Additional follow-up was performed to determine if the cause of the high impedances had been determined and if the patient was receiving effective therapy following replacement. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 97740, serial # (B)(4), implanted: (B)(6) 2014, product type programmer, patient. (B)(4).